Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. A cable segment sticks out at the wrist of the instrument. The other cables at the wrist are not damaged. Failure analysis investigation also found that there are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage to the pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken grip cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci inguinal hernia repair procedure, the wire on the cobra grasper instrument snapped and the instrument also had exposed wires. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. The planned surgical procedure was completed.